Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation; as the device was discarded at medicon due to expire of stock period after visual inspection. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Discarded at medicon due to the expire of stock period after visual inspection.

Event description:
It was reported that the device had been implanted in the forearm of the patient. Allegedly, the infusion pump frequently issued the occlusion alarm at 4:30 pm on (B)(6) 2016. At 5:10 pm, a nurse confirmed that the infusion drip had stopped. The nurse tried to flush the device, but could not. She could aspirate blood a little. She flushed the device again, and confirmed the leakage of saline solution from the catheter. Allegedly she found winding deformation on the part from which solution leaked. No patient injury was reported.